Manufacturer narrative:
The getinge national repair center (nrc) later confirmed that the drive manifold assembly was replaced and the safety disk was installed and the iabp passed all testing.

Event description:
It was reported that while replacing the safety disk into the cardiosave intra-aortic balloon pump (iabp) used for getinge's research and development (r&d), a getinge national repair consultant (nrc), observed the safety disk failed upon installation. During the first test of the drive manifold test, the vacuum leak test failed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
On december 14, 2020 clarification was received that this is a reportable event. A senior repair technician of the national repair center (nrc) inspected safety disk and no visual damage was observed. The safety disk was tested by manufacturing and operations engineering and passed all tests without recreating the reported issue. Manufacturing obtained a vacuum leak diff prs of 4 mmhg and operations engineering had a vacuum leak diff prs of 2 mmhg. The part was then tested on nrc cardiosave test fixture the vacuum leak diff prs. Measured 4 mmhg and passed testing without recreating the reported problem. A senior repair technician of the national repair center (nrc) installed safety disk into a cardiosave pump the safety disk initially failed in and tested to factory specifications per cardiosave service manual. Passed testing, could not verify the reported failure of " while performing the all manifold tests , the first test of the drive manifold test, the vacuum leak status failed. The vacuum leak diff prs measured 23 mmhg which was in range per factory specifications. The high vacuum leak diff prs indicates there may be a leak in the pneumatic drive output or the drive manifold is leaking in the cardiosave unit which originally caused the safety disk to fail. The collective testing from manufacturing, operations engineering, and the nrc has shown that the safety disk is fully operational without defect, and functioning as intended. The safety disk will be installed into cardiosave after the drive manifold is replaced in this pump. A supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that while replacing the safety disk into the cardiosave intra-aortic balloon pump (iabp) used for getinge's research and development (r&d), a getinge national repair consultant (nrc), observed the safety disk failed upon installation. During the first test of the drive manifold test, the vacuum leak test failed. There was no patient involvement, and no adverse event reported.